Event description:
It was reported to philips that a key was broken and the system experienced slow boot-up due to a host pc os disk issue on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reconnected the host pc os disk and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).